Manufacturer narrative:
On (B)(6) 2020, it was noticed that manufacturer report number (B)(4). Is a duplicate of this report. All further supplemental reports will be submitted under this manufacturer report number. The explantatation date for the right side device was found to be (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the device a tear was observed in the posterior view, measuring approximately 0.5 cm, additionally, siltex cracking was found in the edges of the rupture . No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices no further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/20/2019 indicated the patient underwent removal and replacement with a saline mentor smooth round moderate profile 425cc filled to 430cc, catalog number 3501670, serial number (B)(4), lot number 7621274 on the left side. The patient is fully recovered with no complications. The right breast was not operated on. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast revision augmentation with a mentor siltex round moderate profile 425cc saline implant on (B)(6) 2014 and suffered right-sided deflation with soft tissue atrophy postoperatively. The patient underwent a left side open capsulotomy with replacement on (B)(6) 2018 for left-sided deflation (see manufacturer¿s report #1645337-2019-07693). During the procedure, it was noted that the right implant is quite visible and may have lost some volume over time, however, no surgical intervention was performed on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.